Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11. The company representative was able to replicate the reported issue. The entire console was deinstalled and returned for testing, to address the issue. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. The console was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. Functional tests were performed. The console passed all functional tests while the reported event was confirmed and replicated at the customer site. There were no nonconformities detected when the console was tested (after being returned from the facility). Therefore, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery an ophthalmic operating system with chamber collapsed, stopped infusing, footswitch will not charge and multiple system messages displayed. The surgery was completed by stabilizing the patient¿s eye and by using another operating system. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections h6 and h11 the company representative was able to replicate the reported ¿issues.¿ however, the representative did not specify which (or all of) the issues were replicated. The console was then deinstalled to address the issues. There was no product returned on this investigation for testing. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. All relevant contributing factors were captured as part of this investigation. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found, as part of this investigation. The root cause of the reported issues are attributed to nonconformities within the console. However, it remains undetermined which component(s) contributed to the root causes of the reported event, as no product has been returned for testing. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).